Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2015, the patient experienced an intermittent out of range signal. No additional patient or event information is available.